Event description:
Hcp reports the patient presented with signs of infection including, redness, pain and swelling in the area of the device pocket. The patient did not have meningitis. Perioperative antibiotics were administered. A culture was obtained of the device pocket which produced gram positive cocci. The patient was treated with IV antibiotics and the infection remains ongoing. It was unclear from the information received which of the patient's devices were infected. There was no report of explantation from the hcp. A follow up report will be sent if additional information is received.